Manufacturer narrative:
No devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes detailing initial implantation and revision of the components were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records for the femoral head did not find any deviations or anomalies. Review of the device history records for the liner was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It was reported that the pt underwent right hip revision. Reason for revision is unk.